Manufacturer narrative:
Additional information: corrections. Approximate age of the power module 14 volt patient cable is 1 year, 3 months from the time of implant to the reported event. The patient cable is not implanted and may be provided out-of-box to one patient for single patient use at home, or it may stay in the hospital or clinic for multiple patient uses. The report of a bent pin in the power module 14 volt patient cable (patient cable) could not be confirmed as the device was not returned to the manufacturer for evaluation. As per the instructions in the instructions for use (IFU), the system controller and patient cable were both changed out at the time of the event and no further issues were reported for the patient. Although the patient cable was not available for evaluation, the system controller in use at the time of the event was received for analysis and upon visual inspection, the report of a damaged connector on the black power cable connector was confirmed. An indentation was noted on the surface of the connector with a dark residue on it. This has the potential to have been due to the reported bent pin on the patient cable. The system controller was found to function as intended when tested using the equipment in our laboratory. The observed damage to the black power cable connector of the returned system controller appeared to be due to physical mis-alignment while attempting to secure connection to a patient cable; however, a direct relationship between the reported event, the system controller and patient cable could not be established without an evaluation of the patient cable that was in use at the time of the event. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by bio med personnel that the patient came into clinic and reported that they were experiencing random alarms, as if the percutaneous lead was disconnected. After the evaluation was completed, it was determined that the power module patient cable had a bent pin and was arcing onto the female jacket half moon section on the system controller. Melted plastic was noted in black lead.

Manufacturer narrative:
The manufacturer is attempting to acquire the power module patient cable for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.